Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b5. A getinge field service engineer (fse) states customer reported that fiber optic signal would not calibrate with balloon. Therapy still resumed with ECG triggering. This is a transport account and the fiber optics was disconnected from one machine to the next during transport. The machine passed testing with a fiber optic tester and logs showed fault 53. After extensive testing, the fse best course of action was to replace the fiber optic module (0997-00-1169). Ran unit on test balloon for multiple hours with no alarms. Returned the machine to the customer for clinical use.

Event description:
It was reported that during transport on a patient, the cardiosave intra-aortic balloon pump (iabp) was faulty, fiber optic connection was lost.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had faulty, fiber optic connection was lost.